Event description:
It was reported that the inappropriate automatic mode switch episodes exhibited remotely via transmitter. Upon interrogation, right atrial lead exhibited loss of capture followed by occasional retrograde conduction and intrinsic atrial escape beats. The patient was brought into the clinic for reprogramming and reprogramming changes were performed. Patient remained stable throughout the event.